Manufacturer narrative:
Results - the septum of the device was missing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost her external transmitter and quit using her renew scs system. The physician replaced her ipg with a new one on (B)(6) 2011. No further complications were reported.